Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Review of the event history log confirms a check clutch alarm; however, testing was unable to duplicate the reported alarm condition. Further inspection of the event history log revealed that the user had released the clutch and moved the plunger during an infusion, causing the device to alarm. The device was found to operate as specified, but the position potentiometer was replaced as a preventive measure. Following repair, the device passed all function and delivery testing.